Event description:
Allegedly left hip revised due to pain, lack of mobility, loosening, and metal poisoning. Bilateral hips implanted on (B)(6) 2006. Left side revised (B)(6) 2009.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).